Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was cut. Microscopic inspection revealed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
Reportable based on device analysis completed on 10nov2023. It was reported that crossing difficulties occurred. The 77% stenosed target location was located in the severely calcified proximal right coronary artery. The opticross hd was advanced for ultrasound examination of the target lesion but failed to cross. The procedure was completed with another of same device. The patient was stable. However, returned device analysis revealed that the sheath was cut.